Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No compromised force sensor system alarm noted. The pump was received with scratched lcd window, cracked case display window, cracked reservoir tube lip, cracked lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 90 mg/dl. The customer stated that the pump was simply not able to rewind. The customer was willing to start the rewind process and prime using the red cap. The customer stated that the pump triggered compromised force sensor system alarm. The customer will return the pump for analysis.